Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood back out of the valve while flushing. This occurred with 10 separate catheters during use. The following information was provided by the initial reporter: "when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. The membrane is gone, where does it go? Worried that it is entering the patient. This incident happened several times with the pvks 393230."

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood back out of the valve while flushing. This occurred with 10 separate catheters during use. The following information was provided by the initial reporter: "when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. The membrane is gone, where does it go? Worried that it is entering the patient. This incident happened several times with the pvks (B)(4)."